Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 1 mg/ml; 0.050 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient believed he had knocked the pump loose when he was moving. The patient had pain and could not lie on the right side with the pump. A metal piece was sticking outside of his skin and it started the past week. The patient's wife tried to get it but it would go back in the skin when she tried. It was believed to be a "stitch but they don't know". The patient was seeking a physician to manage their care. No interventions were taken to resolve the pump movement and pain as the patient had not followed up with a physician. The patient was disabled veteran. The patient had a back fusion in 2015 and a blood patch due to a spinal leak after. The blood patch worked. The fusions and spinal leak were prior to pump implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) no longer apply. The event is no longer considered reportable. There is no device issue or symptoms that are considered to be a reportable serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient thought the pump was knocked loose when he fell. The patient had a magnetic resonance imaging (MRI) procedure and found thepump didn¿t get knocked loose and everything was okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.